Event description:
Customer reported tubing leaks during an infusion. Two hours into a three hour infusion, the tubing started leaking at the blue hub directly around the chamber door. A 30cc of infed leaked out of the tubing. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.